Event description:
As reported by the user facility: event description: customer states, thermal damage to cord. Pump was in room but not on use on the pt.

Manufacturer narrative:
(B)(4). B. Braun med inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and b. Braun med inc. (The importer). This report has been identified as b. Braun (B)(4). The actual sample involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.